Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7076418.

Event description:
It was reported that the patient was ineligible for magnetic resonance imaging (MRI) due to high impedances noted on the leads. The patient underwent an explant procedure. The explanted devices were not returned.